Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). It was reported that the ventilator failed pressure transducer test during pre-use check. The expiratory valve coil was found defective. The defective part was not returned for investigation as it was disposed by the customer. The received device logs confirmed the reported pressure transducer test failure during pre-use check at date of the event. Since the defective part was not returned for investigation, the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).